Event description:
It was reported that the patient presented to the emergency room with a progression of dyspnea and hypertension. The implantable pulse generator (ipg) was reprogrammed and remains in use. The patient is a participant in the (B)(4) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).